Manufacturer narrative:
Investigations found no failure. Without the date, time, and type of arrhythmia alarms missed, it is impossible to investigate the suspected failure to alarm further. On the date of the event in question, the xtr telemetry system generated several low, medium, and high priority alarms found in ics and the xhibit log. The reports could not confirm the system auto discharging the patient. This report is considered complete.

Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2020, that a telemetry channel 23000 did not report alarms on arrythmia on the central. No injury reported with this event.